Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original unit pack. The device and adaptor are attached to the tubing but the stylet wire has not been returned in the tubing. An attempt was made to inflate the returned sample using the parameters. The tracheal cuff inflated without any issue but the bronchial cuff failed to inflate. The returned sample was leak tested under water and leakage was detected from the bronchial cuff body, no leakage was detected from the tracheal cuff. The tracheal cuff was deflated and no issue noted. Further examination of the bronchial cuff using the microvu shows a c shaped tear in the cuff body measuring 0.17mm in length. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the returned sample. We would like to draw your attention to our instructions for use(IFU) where it states the following ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. All of our broncho cath products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. The returned sample could not have passed this stage of our process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed on the device. Patient was recannulated.